Event description:
It was reported that the programmer display was not responding to the mouse or touch after powering on. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer cursor was not working correctly in the upper right part of the screen. The cursor jumped away and was not able to select in the upper right. Calibration was attempted but resulted in the cursor farther away from the stylus. It was confirmed the display was the issue. The stylus was able to calibrate with a test display, able to select and the cursor followed correctly. It was recommended that the programmer be decommissioned as spare part was no longer available. If information is provided in the future, a supplemental report will be issued.